Event description:
Patient with history of microscopic hematuris, with filling defect, right upper pole renal calyx, undergoing cystoscopy, bilateral retrograde pyelograms, balloon dilation of right ureteral orifice and right mid-ureter, ureteroscopy to right proximal ureter. A pyeloscopy was begun. A guide wire was passed up to the level of the renal pelvis but not into the renal pelvis. Attempts with a sheath over dilator to dilate the ureteral orfice were tried but did not seem to pass readily so it was removed and a 15 french balloon dilating catheter was passed up into the mid-ureter without difficulty. At this point, the ureteral size was to small to pass it. Surgeon then attempted to pass a transureteroscopic dilating balloon, but it would not make the angle to go through the flexible scopy working channel so the nephroscopy was withdrawn. Two wires had been placed previous to this, one to serve as a working sire over which to pass the scope and one to serve as a safety wire. Then using the uteral dilating balloon catheter, the mid-ureter was dilated to about 8 atmospheres under fluoroscopy guidance with the waist going out, so dilation ceased. After two (2) minutes it was removed. Neproscopy was passed over the guide wire up into proximal ureter about 4-5 cm below the area that should be the ureteropelvic junction visualized fluoroscopically. Again there was some narrowing and surgeon unable to pass the scope. Contrast was shot through the scope and there was extravasation. Scope withdrawn. Attempts at stenting were unsuccessful. Ureterscope was removed, inadvertently moving both guide wires and they could not be reseated. Procedure discontinued. Patient was watched and discharged a few days later. Subsequent admissions and surgical procedures were required to repair the injury. However, patient is currently stabledevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.